Event description:
Related to (B)(4). Summary: the hospital reported that during an endoscopic vein harvesting procedure, white plastic appearance left after transecting with vasoview hemopro 2 jaws.

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, white plastic appearance left after transecting with vasoview hemopro 2 jaws. Procedure was delayed for a short duration due to needing to retrieve the plastic. No additional incisions required. Procedure was completed with same device. No harm to patient.

Manufacturer narrative:
Trackwise ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10 corrected sections: h1--type of reportable event changed back to "serious injury" from "malfunction" in previous follow-up MDR the device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. The photograph was a photograph of a clinical procedure. Next to the harvesting jaws, a white material was observed on or close to the jaws. The c-ring was observed to be intact, with no visual defects observed. No other visual defects were observed in the photographic. Based on the photographic inspection, the reported failure "particulates" was confirmed, however we are unable to conduct testing on the cannula since the device was not returned. A lot history record review was completed for lots 3000232590 and 3000234080 the last 2 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.